Event description:
It was reported that (1) device was used during a urological procedure. Itwas reported by the affiliate that the tsb35 instruments jaw detached after firing (no problem with cutting or stapling). Another instrument was used to complete the case. There was no consequence to the patient. The device was discarded.